Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had a distorted image; the customer stated the camera head experienced "splash screen - there is a little snowflake". The reported issue occurred during cleaning and disinfection for an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation and device evaluation. The device was returned to olympus for evaluation. And the customer¿s allegation was confirmed. The image flashed when the cable was shaken. A definitive root cause could not be identified. Based on the results of the investigation, it is likely, the following led to the malfunction. The probable cause of the findings is linked to the device. However, the evaluation was unable to trace more specifically. A review of the device history record found no deviations, that could have caused or contributed to the issue. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the camera head had a distorted image. The customer stated, the camera head experienced "splash screen. There is a little snowflake". The reported issue occurred, during cleaning and disinfection for an unspecified therapeutic procedure. The procedure was completed using the same set of equipment. There were no reports of patient injury or medical intervention associated with this event.